Event description:
It has been reported to philips that the wireless footswitch did not work. No harm has been reported to philips. Philips has started the investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was red, indicating an error in the wireless connection. The system was in clinical use. The procedure was completed using the wired footswitch. The customer continues to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information but was unable to due to the country¿s privacy laws.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.